Manufacturer narrative:
Add'l info has been requested and will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
This male patent with a history of obesity, hypertension, hyperlipidemia, and diabetes was admitted for coronary evaluation. The pt was currently taking, aspirin, plavix, and oral diabetics. The primary indication for the procedure was unstable angina. Mild cardiomyopathy was noted (lvef = 30 - 50%). Angiography revealed a 100%, 15 mm, de novo, irregular, concentric, b2 type lesion in the first obtuse marginal branch (om1). The vessel was 3.0 mm in diameter with timi 0 flow. The lesion was predilated with a 1.0 x 10 mm inflated to 20 mm. A 2.5 x 13 mm cypher select plus stent was deployed to 20 atms with good results. Residual stenosis was 0% and flow through the vessel was timi iii. On the same day, the pt was ruled in for a non q-wave, lateral-wall mi. Of note cardiac enzymes were normal at 6, 12, and 24 hours post procedure. The pt was discharged the following day with orders for daily administration of aspirin, plavix, statins, and ace inhibitors. At one month follow-up, the pt denied cardiac symptoms and was complaint with medications. Approximately seven months post index procedure, the pt reported angina and underwent a stress test, which showed reversible ischemia in the inferior wall. Re-angiography revealed a new lesion; however, it is not clear where this was located. Of note, the database reports that there was no evidence of restenosis in the previously placed cypher select plus stent in the om1. The new lesion was treated with the placement of two (2) endeavor stents.